Event description:
It was reported that patient presents increased titanium level due to titanium is present in implanted components . Titanium level 3.64 (upper reference range per als (B)(4) ab is 2.96).

Manufacturer narrative:
The affected titanium modular head sleeve, synergy femoral component and r3 0 hole acetabular shell were not returned for evaluation. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed at this time. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.